Manufacturer narrative:
The insulin pump was received with an unresponsive escape button due to corroded keypad traces. No button error alarms noted by analysis. Analysis found no traces of moisture at electronic or motor assemblies per visual inspection. The insulin pump was unable to perform prime test or displacement test due to button anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.